Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 8k19-20 axsym troponin reagent that has a similar product distributed in the us, list number 2j44-20 axsym troponin reagent. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample processed using the axsym troponin assay generated a falsely increased result of 10 ng/ml. The sample was repeated using an alternate test method yielding a negative result of <0.1 (no units of measure provided). No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). As part of this investigation, a comprehensive review of manufacturing data, in process and final release test data did not identify any issues that could impact the performance of axsym troponin-I adv reagent lot 91908jn00 and indicated that all specifications were met prior to release. Axsym troponin-I adv was used as reference material for in-house investigations. A review of the test data generated illustrated that all controls and assay parameters were within specifications for each investigation protocol. From this testing it can be concluded that axsym troponin-I adv reagent lot 91908jn00 is meeting its performance, safety and efficacy claims. In addition axsym troponin-I adv reagent lot 91908jn00 was used to test proficiency samples and met the requirements of the survey for troponin analyte. Further testing of panel samples did not reveal any events or issues that could impact the performance of this reagent lot. Troponin-I panels are lyophilized plasma based samples that are typically formulated to mimic a patient sample. A review of the complaint history for the axsym troponin-I adv assay and in particular reagent lot 91908jn00 did not reveal any adverse trends for performance-related issues. From the investigation performed it can be concluded that no product deficiency has been identified for axsym troponin-I adv reagent kit, list number 8k19-20, lot number 91908jn00 and the investigation demonstrated that safety, effectiveness and label claims were met. Since the presence of heterophilic antibodies was confirmed for the same patient sample it seems likely that these antibodies may also be responsible for the discrepant result obtained for troponin in this complaint. Product labeling addresses possible interfering substances.